Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00142 (for same user facility and report issue, different unit).

Event description:
The subsidiary site service repair technician (srt) reported that during routine testing of the device at the service center at receiving inspection, he was unable to power on the blood parameter monitor (bpm).the srt found the aux board was burned out and confirmed this reported issue. The aux board was replaced by the srt. The suspect unit is a manufacturer demo unit. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During the laboratory evaluation the product surveillance technician (pst) found the replaced auxiliary (aux) board had a blown capacitor as well. The modified power supply cable harness was found to have a shorted out metal¿oxide¿semiconductor field-effect transistor (mosfet), likely causing the aux board capacitors to blow. A new power supply cable harness and lab use aux board were installed and monitor worked properly. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.